Manufacturer narrative:
(B)(4). Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. However, unable to download. Problem isolated to electronic assembly. Unit received with cracked case(battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call the side of the battery had crack. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.